Manufacturer narrative:
(B)(4). The service engineer found that the o2 sensor was broken and replaced it. The ventilator passed calibration.

Event description:
It was reported that during maintenance, the oxygen (o2) sensor was reading high. There is no patient involvement associated with this event.